Event description:
Performance evaluation performed by biomedical technician. Unit found to perform manufacturer specifications. Unit sent to manufacturer for further analysis. During transit pumpstack became dislodged and the manufacturer could not duplicate failure. The manufacturer rebuilt the pump assembly and tested the unit after which it was returned to scmc. In-house biomedical technician performed electrical safety and performance evaluation and found unit to operate per manufacturer's specifications. Pump was then returned to servicedevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, other. Conclusion: device evaluated and alleged failure could not be duplicated, no failure detected and product within specification. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor, device temporarily removed from service. The device was not destroyed/disposed of.